Manufacturer narrative:
H3, h6: the logs and archive were returned for analysis. Review determined that this issue was consistent with a unexpected software exit or unresponsiveness during the registration process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the system. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9735736, software version#: (B)(4), UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an functional endoscopic sinus surgery procedure. It was reported that the system became unresponsive, and the points collected while registering were discolored. There was no impact to the patient outcome. There was less than an hour delay. It was also reported that the site was using the patient reference type tracer where you position the model of the stingray on the forehead. It¿s shows light blue and blue dots they were unaccustomed to seeing. The patient also had a mask on when scanned which added difficulty along with the surgeon not tracing enough volume to pass the minimum trace. It took longer than they expected to get the registration so they rebooted and performed another registration successfully. The original trace would have been useable as well.